Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Unit had cracked display window corner, scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced. Customer's blood glucose was 211 mg/dl.